Manufacturer narrative:
The insulin pump had a blank display and constant tone due to a faulty component on the mother board. Unable to test for alarms due to the blank display.

Event description:
The customer called to report multiple alarms during normal use. Troubleshooting was performed, and the alarms were confirmed in the alarm history. Advised that the insulin pump would be replaced. Nothing further was reported.